Event description:
A customer contacted baxter technical services bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine(hc). The home patient(hp) stated she has been having trouble with her catheter and the nurse told her to lay a certain way. The technical service representative(tsr) assisted the hp to review the completed therapy, initial drain alarm of 2408ml, last fill of 1853ml, total fill of 9998ml, total drain of 12076ml, total ultrafiltration(uf) of 2077ml, cycle 4 uf of 2767ml, cycle 3 uf of -303ml, cycle 2 uf of -281ml, and cycle 1 uf of -103ml. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter' investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per homechoice return instrument test / evaluation (rite) testing. The device passed both the rite electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported high drain 104 alarm. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold.